Event description:
It was reported that the ventilator was used for non-invasive ventilation and that the pt became blue. It was further reported that the pt was "intubed", that the ventilator did not deliver any gas and that no alarm was generated.